Event description:
It was reported that device experienced a power on reset but that the device remained at programmed settings. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. The save to disk file and (B)(4) transmissions were reviewed. The (B)(6) report from (B)(6) 2010 showed an electrical reset on (B)(6) 2010. This was more than likely due to altered memory and was not a full electrical reset. The reset recovery worked as intended with all the parameters were restored.